Event description:
During an incident in 2002 involving a female pt in cardiac and respiratory arrest, this defibrillator did not indicate "low battery", but after several tries, a paramedic on the scene said battery was dead and took over care with his defibrillator, shocking the patient who regained a pulse. CPR and oxygen were administered at the scene. The pt was transported to a hosp.